Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed the following: interference/noise; high ventricular short integrity counts (sic) were observed with 14.1 average counts/day occurring since the (B)(6) 2011. High sic can indicate the presence of noise or intermittency in the system. There was also oversensing with two short ventricular-ventricular (v-v) sensed events of < 220 ms are observed on the (B)(6) and (B)(6) 2011. (2 episodes nst). The lead integrity alert triggered on (B)(6) 2011 due to non-sustained tachycardia (nst) and sic conditions being met.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead integrity alert (lia) triggered. Oversensing and possible undersensing were also noted. The device is still in use. No patient complications have been reported as a result of this event.